Event description:
Additional information provided 29-oct-2021. The customer ran the samples with another reagent lot for confirmation (lot 26183fn00), none of the samples were confirmed. The results agreed with the roche results.

Manufacturer narrative:
The complaint investigation included review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed and support the complaint issue without indication for any additional issue. The lot search review did not identify an increase in complaint activity for the issue of false positive results. The ticket trending review for the likely cause list number did not identify a related trend regarding commonalities for the likely cause lot and issue. A review of the tracking and trending did not identify an increase in complaint activity for issue of false positive results for 8p10. No trends were identified. A review of the labelling adequately addresses the customer¿s issue. Device history review did not identify any nonconformances or deviations associated with the likely cause lot number and the customer¿s issue. Historical performance in the field of the reagent lot using data gathered from customers worldwide was evaluated. The patient median result for 8p10 complaint lot 25152fn00 is comparable with all other lots in the field and confirms no systemic issue for the product lot. No systemic issue or deficiency with the alinity I hbsag qualitative ii reagent, lot 25152fn00, was identified.

Manufacturer narrative:
Patient identifier: (B)(6). Date of event: (B)(6) 2021 and (B)(6) 2021. This report is being filed on an international product, list number 08p10-32, that has a similar product distributed in the us, list number 08p10-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) alinity I (B)(6) results generated on an alinity I processing module for 2 patients. The following results were provided ((B)(6)): (B)(6) 2021 (B)(6) initial result = (B)(6); confirmation result with (B)(6); (B)(6) on roche (B)(6) 2021 (B)(6) initial result = (B)(6); repeat results = (B)(6) and (B)(6); (B)(6) on roche. There was no impact to patient management reported.